Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found an abnormal transient battery voltage drop. The voltage drop is consistent with the lithium deposit in the battery.

Event description:
This report is to advise of an event observed during analysis.